Manufacturer narrative:
The reported event of broken extension/ high impedance was confirmed. Analysis of the return extension found all internal wires were broken at the breakage/fractured location. The root cause is consistent with an overstress condition or sudden event the extensions may have been subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported the patient was not receiving effective stimulation. The patient¿s right extension showed high impedance and found to be fractured. In turn, surgical intervention was undertaken wherein the extension was explanted and replaced. This addressed the issue.